Event description:
It was reported that the insulin pump alarmed during prime and insulin squirted out. It was stated that the drive support cap is indented. Customer has manual insulin injections to use. Blood glucose is 10 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump alarmed prime during prime test due to faulty force sensor. Insulin pump had a cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and stained and cap sticker.